Event description:
The customer reported an ion-selective electrolyte (ise) data control error with an erroneous urine sodium patient result with a "!" Flag on their au5800 clinical chemistry analyzer. The "!" Flag indicates analyzer is unable to calculate concentration. The erroneous sample was repeated on an alternate instrument with results considered normal. No erroneous results were released out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as the ise electrodes. The fse replaced the sodium electrode, potassium electrode, chloride electrode and reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).